Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd angiocath¿ IV catheter there was leakage at the catheter and hub junction. The following information was provided by the initial reporter. The customer stated: "the nurse reported the angiocath tube was leaking at the middle connection of the base."

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a video of the issue for evaluation. A review of the device history record was performed for the reported lot, 1153299, and no quality issues were found during production. Our quality engineer reviewed the provided video and observed that there was a leak between the catheter/adapter connection. Based off the evidence provided in the video the engineer was able to verify the reported defect. Unfortunately, without a physical sample available for testing a definitive root cause could not be determined.

Event description:
It was reported when using the bd angiocath¿ IV catheter there was leakage at the catheter and hub junction. The following information was provided by the initial reporter. The customer stated: "the nurse reported the angiocath tube was leaking at the middle connection of the base."